Event description:
It was reported to philips healthcare that the user was unable to clear the red x from the ready for use indicator on the heartstart mrx. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.